Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. The water temperature was 40c, flow rate was 1.4lpm, two chest pads on the patient and described them as small universal but called them chest. Water temperature was 40c. Esophageal probe in use. The patient feels warm. Suggested confirming the patient temperature with a secondary source to confirm accuracy. Advised to perform diligent skin checks. The device was working properly. Patient was not on dialysis or crrt. Advised they could apply additional warmth such as add a bair hugger, turn on the vent warmer, increase the temperature of the room, add warm blankets. Hx: patient had dic (disseminated intravascular coagulation). Per follow up information received via task on 13oct2025, transferred to charge nurse desk and was informed attending charge nurse for this patient would be available tomorrow from 6am-3pm to discuss this event and believed it was patient related but could not confirm. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
T was reported that the patient was dic (disseminated intravascular coagulation). Patient was part of p-icecap clinical trial. The 2-month-old baby should have been rewarmed to 36.8c already 16 hours but was still at 35.3c in an arctic sun device. The water temperature was 40c, flow rate was 1.4lpm, two chest pads on the patient and described them as small universal but called them chest. Water temperature was 40c. Esophageal probe in use. The patient feels warm. Suggested confirming the patient temperature with a secondary source to confirm accuracy. Advised to perform diligent skin checks. The device was working properly. Patient was not on dialysis or crrt. Advised they could apply additional warmth such as add a bair hugger, turn on the vent warmer, increase the temperature of the room, add warm blankets. Hx: patient had dic (disseminated intravascular coagulation). Per follow up information received via task on 13oct2025, transferred to charge nurse desk and was informed attending charge nurse for this patient would be available tomorrow from 6am-3pm to discuss this event and believed it was patient related but could not confirm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was dic (disseminated intravascular coagulation). Patient was part of p-icecap clinical trial. The 2-month-old baby should have been rewarmed to 36.8c already 16 hours but was still at 35.3c in an arctic sun device. The water temperature was 40c, flow rate was 1.4lpm, two chest pads on the patient and described them as small universal but called them chest. Water temperature was 40c. Esophageal probe in use. The patient feels warm. Suggested confirming the patient temperature with a secondary source to confirm accuracy. Advised to perform diligent skin checks. The device was working properly. Patient was not on dialysis or crrt. Advised they could apply additional warmth such as add a bair hugger, turn on the vent warmer, increase the temperature of the room, add warm blankets. Hx: patient had dic (disseminated intravascular coagulation).